Event description:
Device returned due to reported failure of delivery accuracy testing during pm (preventive maintenance).

Manufacturer narrative:
Device evaluation results will be provided, when evaluation is completed.